Event description:
After an implant duration of about 1 month, resuscitated after 8 unsuccessful shocks. During the revision, the device was found to be eri and could not be interrogated after explantation. The device was explanted. No further adverse pt side effects have been reported.